Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the stapler did not staple; it just cut. During another firing; there was a hole in the staple row. The staples were malformed. Pt consequence not reported.